Event description:
It was reported that an error displayed when output was attempted. After fifteen minutes, the procedure resumed and could be successfully completed with the same device. After the procedure, the patient had a fever and developed sepsis. To treat the infection, the patient had to take antibiotics, and hospitalization was extended.

Event description:
It was reported that an error displayed when output was attempted. After fifteen minutes, the procedure resumed and could be successfully completed with the same device. After the procedure, the patient had a fever and developed sepsis. To treat the infection, the patient had to take antibiotics, and hospitalization was extended.